Event description:
It was reported that the customer experienced high blood glucose levels very often due to no delivery alarm during basal delivery, bolus delivery and priming. The customer's blood glucose was 216 mg/dl. The customer stated that replacing the infusion set and reservoir did not resolve the alarm. Advised customer to revert to back-up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.